Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic) and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.